Event description:
It was reported that the patient implanted with this pacemaker reported experiencing pulsations/irregular heart beats when laying down. The patient reported that their smartwatch indicated they were in atrial fibrillation (af). The patient then reported that following the procedure to implant this pacemaker, the patient experienced severe heart pain, a severe headache and a really fast heart rate/tachycardia. The patient reported that their heartrate then abruptly slowed down. A chest x-ray was performed and showed a blood clot. The patient was then placed on a different cardiac medication and was discharged from the hospital the following day. No additional adverse patient effects were reported. This device remains in service.